Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) had declared end of life (eol) battery status. Info was reviewed by boston scientific technical services (ts) and it was determined that during the previous month the device transitioned from a normal battery status to eol status within a week. Due to the battery status, it was discussed that the pt be clinically monitored until replacement, therefore, the pt was admitted to the hosp. The next day the device was successfully explanted and replaced. No additional adverse ot effects were reported.